Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism. The helix functioned within spec after cleaning.

Event description:
It was reported that during implant attempt, the lead was repositioned due to inadequate r-waves. When repositioning the lead, the helix would not extend. Once removed from the body, the helix still would not extend. The lead was not used. There were no patient complications reported as a result of this event.